Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction occurred. The wearable was inserted into the arm on (B)(6) 2026. According to the patient¿s parent, the pediatric patient experienced a skin reaction with inflammation and swelling at the needle puncture site. The patient was taken to the emergency room due to a fever and started an unspecified antibiotics treatment. The patient was discharged after less than 24 hours. The parent refused to provide any further details. There was no documentation of further medical intervention. No photo or other details were documented. At the time of report, the patient¿s condition is fine. Data was received but not investigated as data will not confirm the issue. The allegation and a probable cause could not be determined. No additional event or patient information is available.